Manufacturer narrative:
510k: this report is for seven (7) unknown 4.5mm cortex screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Date of original implant reported as few months ago; exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery due to a nonunion of midshaft humerus and delayed healing. The surgeon removed one (1) 7 holes narrow locking compression plate (lcp) and seven (7) 4.5mm cortex screws. The patient was revised with one (1) 9 holes narrow locking compression plate (lcp) with screws. The original surgery was done few months ago. There was no surgical delay reported. Procedure outcome was successful. This report is for seven (7) unknown 4.5mm cortex screws. This is report 2 of 2 for complaint (B)(4).